Event description:
It was reported that catheter issues occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. When the opticross hd imaging catheter was flushed, the lap joint was pulled and the device separated. The same thing occurred with 3 other catheters. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window detached and was not returned for analysis. Based on the evidence, the as reported code of sheath detachment of device or device component can be confirmed.

Event description:
It was reported that catheter issues occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. When the opticross hd imaging catheter was flushed, the lap joint was pulled and the device separated. The same thing occurred with 3 other catheters. The procedure was completed with another of the same device. There were no patient complications.